Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient could not get into MRI mode. Upon further examination the patient's system diagnostics recorded high impedances on the lead, and as a result was experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.